Manufacturer narrative:
Patient age: age is estimated. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used via left groin access and antegrade approach for treatment of a heavily calcified, highly stenosed lesion proximally in the anterior tibial artery (at). There was one run off vessel. The vessel had shut down following prior angioplasty. Four treatments were performed on low speed, and three treatments were performed on medium speed using the diamondback 360 orbital atherectomy device (oad). The glideassist function was used to advance to a distal lesion. Difficulty was experienced maintaining wire position while glideassist was active, and glideassist was discontinued. The oad advanced to the mid anterior tibial artery, but no farther. The oad was pulled back for removal but became stuck at the proximal lesion. Multiple troubleshooting attempts were made to remove the device. The driveshaft and saline line were then cut at the strain relief, and the saline sheath was removed. A 6 fr guide catheter was opened, placed over the oad drive shaft, and advanced to free the crown. At the conclusion of the procedure, the patient was stable.